Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia (specific date not reported) in order to remove the abutment and remove excess skin around the abutment. This report is submitted on april 16, 2024.

Manufacturer narrative:
This report is submitted on march 12, 2024.

Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.